Manufacturer narrative:
Correction to the initial MDR: this MDR was sent in error. The patient did not undergo a revision procedure.

Event description:
A report was received that the patient underwent a revision procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02 serial/lot #: (B)(4) description: precision implantable pulse generator. Model #: sc-3400-30 serial/lot #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient underwent a revision procedure for unknown reason.